Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, not provided. Email is unknown as it was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with debris under the flap of the right eye (od). The patient complained of blurry vision in the od. The surgeon performed a flap lift and rinse. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient symptoms did not interfere with daily activities. Bcva from (B)(6) 2021: right eye pre-op 20/20 -2.75 x -1.00 x 175; left eye pre-op 20/20 -3.25 x -1.00 x 11.